Event description:
Boston scientific crm received information that this right ventricular lead was suspected to be dislodged. Impedance measurements increased to greater than 2500 ohms and the threshold measurements increased. It was noted that the pt was moving around without using the sling before the pre-discharge check. This lead was successfully repositioned and remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.